Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 134265-2016-00717. Clinical study: (B)(6). It was reported that no reflow was achieved. In (B)(6) 2013, the patient presented with unstable angina and was subsequently diagnosed with mi and was referred for cardiac catheterization. The first target lesion was 99% stenosed, 20mm in length target lesion located in the proximal of saphenous vein graft (svg) to the first ostium. The 1st target lesion was treated with direct placement of a 3.00 mm x 24 mm promus element plus stent, with 0% residual stenosis. After this procedure, repeat angiogram revealed no reflow subsequently a fetch 2 aspiration catheter was advanced through guide wire to perform the thrombectomy from proximal body of vein graft to distal body of vein graft. And repeat angiogram still revealed no reflow. Following advancement of an angiojet catheter, timi flow was noted to be 3. The second target lesion was 70% stenosed 15mm in length, located in the mid portion of the of saphenous vein graft (svg) to the first ostium with a reference diameter of 3.0mm. The second target lesion was treated with direct placement of a 3.00 mm x 16 mm promus element plus stent, with 0% residual stenosis. Two days later the patient was discharged.